Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, this was treatment to an occlusion to the middle cerebral artery, during inflation of an emboguard 87, 95 cm balloon catheter (bg8795u, 0000195794) was deflated, and a rupture was noticed. There was no negative impact on the patient. A continuous flush was done. Other concomitant device was phenom microcatheter. Additional information was received on 27-dec-2023 indicating that the balloon burst occurred inside the patient.

Manufacturer narrative:
Product complaint # (B)(4).information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, this was treatment to an occlusion to the middle cerebral artery, during inflation of an emboguard 87, 95 cm balloon catheter (bg8795u, 0000195794) was deflated, and a rupture was noticed. There was no negative impact on the patient. A continuous flush was done. Other concomitant device was phenom microcatheter. Additional information was received on (B)(6) 2023 indicating that the balloon burst occurred inside the patient. Review of the provided photographs showed evidence of shaft damage in multiple locations. No further damage or deformation to the bgc shaft, hub, balloon region and distal tip was visible in the provided photographs. Note: the dilator, lav, peel away sheath and the emboguard packaging (unit carton, tyvek pouch, mounting card, protective tubing) are not visible in the photographs provided, therefore the condition of the accessories and packaging cannot be confirmed. The complaint event description states that ¿during inflation of the emboguard, the balloon deflated¿ and the balloon was noticed to be ruptured. On review of the provided photographs, damage to the bgc shaft is evident however, evidence of a balloon material defect (e.g. Pinhole or tear) cannot be confirmed from the provided photographs. All emboguard devices are functionally inspected in process for balloon inflation/deflation and leak. Balloon rupture was not reported during balloon preparation, therefore, hypothesis for the damage is an interaction of the emboguard device with another device/accessory during insertion and tracking or from patient specific factors (challenging anatomy or calcification). However, this hypothesis cannot be confirmed. The initial examination of the returned emboguard device identified that the shaft had been crushed at approximately 130mm and 100mm from the distal tip of the emboguard device. A minor crush was also observed at the balloon region. Flattening of the shaft was evident between approximately 57mm and 72mm from the distal tip. No further damage was noted at any other locations on the device. The damage to the shaft observed on the returned unit were not reported in the complaint details and are therefore considered unrelated to the complaint event. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all joints complete and undamaged. A minimum ID check of the emboguard device confirmed that only a 0.038¿ guidewire could be advanced past the initial crush. A device history review (DHR) associated with lot 0000195794 presented no issues during the manufacturing or inspection process that can be related to the reported complaint the complaint event description detailed that ¿during inflation of the emboguard, the balloon deflated¿ and the balloon was noticed to be ruptured. The balloon on the returned emboguard device could not be inflated. A tear was identified on the balloon material at the distal bond of the returned emboguard device. Therefore, the complaint event is confirmed. Based on evidence of biological matter on the tip of the returned emboguard, and report of the device being used in combination with a phenom microcatheter, it is likely that this rupture occurred during insertion into or tracking through the patient¿s anatomy or upon inflation at the target vessel. Per device IFU (ref 500761458) and per common practice with all balloon guide catheters, the balloon is prepared before insertion into the patient by inflating and deflating the balloon multiple times, and the inflated balloon is inspected for leakage and air bubbles. Therefore, had the tear defect been present at the time of balloon preparation, the leak would have been evident. A recreation of the complaint event could not be performed based on the details provided in the complaint report (i.e., details regarding method of insertion, accessories used, patient anatomy). While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.